Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: right fallopian tube with perforated essure'), uterine perforation ('right fallopian tube and uterine cornua demonstrated a perforated essure device through the myometrium / perforated right essure'), pregnancy with contraceptive device ('pregnancy (with complications)') and high risk pregnancy ('high risk pregnancy') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2011, multigravida, parity 5 (((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2013, (B)(6) 2015)), anxiety, abdominal pain and pregnancy with contraceptive device. Concurrent conditions included depression. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2018 and valproate semisodium (depakote) since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal heavy periods"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain / complication of unintended pregnancy : frequent lower abdominal pain"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2019, the dyspareunia and abdominal pain lower had resolved. In (B)(6) 2019, the vaginal haemorrhage, menorrhagia and weight increased was resolving. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device and high risk pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, high risk pregnancy, menorrhagia, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one in patient¿s medical record : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" was replaced with "pregnancy (with complications)", events- "device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ abnormal heavy periods, dyspareunia (painful sexual intercourse), lower abdomen pain, weight gain, weight gain, right fallopian tube and uterine cornua demonstrated a perforated essure device through the myometrium", medical history, concomitant drug, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.